Event description:
Additional information was received that the rv lead was found to be in the atrium via diagnostic imaging. The rv lead was replaced to resolve the event.

Event description:
During a remote follow-up, episodes of far-field p-wave oversensing were noted on the right ventricular (rv) lead. Lead dislodgement is suspected but not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.